Event description:
The MFR received info alleging a pt received third degree burns while smoking a cigarette when using an everflo oxygen concentrator.

Manufacturer narrative:
The MFR evaluated the device. The MFR confirmed the thermal damage originated external to the device. There was no evidence of thermal damage internally to the device. The device operated to specification.